Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 5 of 5 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the care giver (cg) disconnected a supply bag and a heater bag and attached a new bag to the heater line. The cg had already disconnected the patient and cycled the hc's power to clear the alarm. Proper procedures were reviewed with the customer. The technical service representative assisted with the removal of the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Replacing supplies during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.